Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave readings that were off by 80 points. Customer also received a low battery alarm. Customer was advised on calibration protocol. Customer also reported having difficulty removing the adhesive. Customer declined to provide a blood glucose reading. Nothing further was reported.